Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 547824.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a wound infection. The patient underwent an explant procedure where both ipg's were explanted.